Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete functional testing) was confirmed. Upon evaluation the monitor failed incoming pulse testing. The cause for the incoming pulse test failure was isolated to a poor connection between the defibrillator and c/a boards. The poor connection was caused by dirty pins on connectors j1002aa and j1003aa. The root cause for the dirty pins could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) indicating that the monitor was unable to complete functional testing.